Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-710a-2176: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the customer indicated kink was not found, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, with 39854 joules used and 9:06 minutes expended, the doctor noticed that when turning the fiber left to right it was causing a kink in the "wand" and not letting the fiber cool which caused the "end to overheat". The fiber tip was cleaned during the procedure. The fiber was exchanged and the second fiber was utilized to complete the procedure. No injury was reported.